Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging was performed and revealed externalization on the left ventricular (lv) lead. The event was resolved by reprogramming the device. The patient was in stable condition.